Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was prescribed antibiotic powder (date not reported) due to skin overgrowth and inflammation at the abutment site. Subsequently, on (B)(6) 2017, the abutment was replaced with a longer abutment.